Event description:
During baxter's functional testing of a spectrum pump, it was discovered the keypad had intermittent operation. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the intermittent keypad operation. Keys #2, #5, and #8 were intermittently responsive as a result of a failed processor printed circuit board. All other keys were tested and functioned as expected. The processor printed circuit board was replaced.